Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. It was further reported that on an unspecified date/time customer received the following readings within 10 minutes of each other: 20 mg/dl, 252 mg/dl and 200 mg/dl. The readings when plotted on a parkes error grid fall into the ¿c¿ zone, showing the difference in values is clinically significant. Customer further reported they were feeling ¿airsick¿ at the time, so a family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips, no further track and trend review as required as there were no confirmed complaints. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Dhrs (device history review) for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process. A DHR for the freestyle precision neo meter was reviewed and the DHR showed the freestyle precision neo meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. It was further reported that on an unspecified date/time customer received the following readings within 10 minutes of each other: 20 mg/dl, 252 mg/dl and 200 mg/dl. The readings when plotted on a parkes error grid fall into the ¿c¿ zone, showing the difference in values is clinically significant. Customer further reported they were feeling ¿airsick¿ at the time, so a family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.